Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The impella cp was implanted to replace an impella cp that was removed for bleeding complications. The patient's mean arterial pressures remained low in the 40's and the impella was noted to have suctioning issues and was unable to maintain hemodynamic support due to the patient's blood loss. The patient received volume and blood products, but it was reported there was still concern for a massive bleed as the patient had received 6 units of blood with hemoglobin result still dropping. Vascular surgery was consulted, but could not locate source of the bleeding. A chest tube was placed and 4 liters of fluid was drained from the pleural space which immediately increased hemodynamic response. It was noted the decision was made to withdraw care from the patient, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.